Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced persistent tachycardia. It was further reported that the implantable pulse generator (ipg) exhibited no pacing. It was also noted that the right atrial (ra) lead exhibited and atrial lead position check failure and undersensing that appears to result in inappropriate atrial pacing, and triggering device classified false termination of atrial tachycardia/atrial fibrillation (at/af) event at times. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was in atrial tachycardia and therefore the device was not going to pace. There was no issue with the lead or device. The patients own intrinsic heart rate was too fast to pace and could not perform the atrial lead position check. The patients symptoms were not linked to the ipg or lead.